Event description:
It was reported that a decrease in the battery longevity was observed and premature battery depletion was suspected by the physician. Technical support was contacted and determined the battery longevity to be normal depletion, and instead alleges overestimation on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that an overestimation of the device longevity was alleged by the physician as well. Furthermore, the reason for explanting the device was due to normal elective replacement indicator (eri).

Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Field information provided and analysis of the device image indicated autocapture and rate responsive feature were enabled during the implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not reveal any anomalies. Furthermore, the battery voltage is at elective replacement indicator (eri) level and a longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.